Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) had communication loss after changing the battery on the uninterruptible power supply (ups). When trying to reboot, the cns was not on the network. They tried changing the network cable and ensured that the ip addresses were correct, however the issue continued to persist. Swapping the cns out with a spare unit resolved the issue. The biomedical engineer would like to send the failed unit in, however he needs approval from his supervisor before moving forward. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) had communication loss after changing the battery on the uninterruptible power supply (ups). When trying to reboot, the cns was not on the network.